Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was missing. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that out of 3 sensors he used, 2 of them has missing parts and can¿t be inserted to body and the other one does not click or attach on the transmitter. He said that the other sensors are ok. The sensor will not be returned for analysis.